Event description:
The hospital reported that when connecting the extension cable (vh-4030) to the vasoview hemopro 2, the connection wasn't locking so the cable would fall out of the connection point. Another cable was tried and it still wouldn't connect and lock. A new hemopro 2 device was tried and the connection worked as intended. The issue occurred during pre-cautery test. No patient involvement and no patient injury. There was minimal delay.

Manufacturer narrative:
Tw (B)(4). Event site address exceeds character limitations: (B)(6) medical center. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000523769, 3000523115, and 3000522922 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000523769. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lots # 3000523115 and 3000522922. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.